Manufacturer narrative:
H4: the device was manufactured from october 11, 2018 - october 15, 2019. The actual device was not available; however, a companion sample was received for evaluation. A visual inspection on the companion was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) underinfused during a patient infusion. It was reported that the device ran for ¿only 40 hours¿ (no further detail was provided). There was no report of patient injury or medical intervention associated with this event. No additional information is available.